Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was found in the posterior pharynx of the patient and it was free floating. Mcgill forceps was used to remove the capsule. They recalibrate a new unit and patient was put back under anesthesia and the device was successfully placed. A repeat procedure was performed at the same time.